Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) (B)(4) product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97755, s/n (B)(6) revealed the complaint was unable to be verified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having an issue with the controller as they went to recharge their ins and that everything looked fine with recharging excellent indicated, however after a minute or two the controller displayed system problem rm03. The pt was asked if they had tried resetting the controller; pt stated that they turned the device off, however they couldn't turn the device back on. The pt was walked through resetting the controller; pt had difficulty removing the battery pack from the controller during the call. Upon completion of the controller reset, pt confirmed that the controller powered on and that the error message was cleared. Pt then started recharging the ins again; pt stated that recharging excellent was indicated, however then the device stopped recharging but then held steady; pt then stated that system problem rm03 appeared again. Pt confirmed that there was no apparent damage to the recharger (rtm) and that the rtm was not getting hot while recharging their ins. The issue was not resolved. When asked for the event date, pt stated that system problem rm03 appeared a couple times now and that last weekend the controller went completely blank while recharging the ins and wouldn't come back on; pt then stated that the controller went out friday night; was unclear of when exactly the issue first started. Pt noted that hcp implanted the ins. No symptoms were reported.